Event description:
The customer reported that the insulin pump did not alarm no delivery when her blood glucose was high. The blood glucose reading at time of call was 215mg/dl. Troubleshooting was performed, and the high pressure test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self and displacement test. However, the unit was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with scratched display window.